Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. Customer also stated that crack on the side of the battery. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).